Event description:
Noticed black particles in the water box on my philips respironics system one CPAP machine. Reported it to my va they said that philips had taken the replacement of recalled units' but that mine should be a priority because my unit was recalled and over 8 years old and I have severe sleep apnea. The respiratory and cardiologist both said it should be a priority. Note I cannot sleep without a CPAP machine. The va sent me new hoses and water box until I got my replacement unit. I have called philips no help from only it could be up 1 year to get a replacement. My unit is recalled I registered it with philips (B)(6) 2021, my confirmation is # (B)(4). Something has to be done. FDA safety report ID# (B)(4).